Event description:
It was reported that a pump alarmed for a system error 105. It was reported that there was no pt involvement and no additional info was provided.

Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter received and evaluated the device. The eval was able to confirm and reproduce the system error 105. It was determine that the alarm was caused by a failed motor. As a result, the failed motor thas been replaced.